Event description:
It was reported that during use the atrial lead exhibited oversensing. Incoming information also indicated the atrial lead exhibited high threshold (B)(6) 2016. The atrial lead remains in use in unipolar mode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex, date of birth. If information is provided in the future, a supplemental report will be issued.